Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2021: post-op neuralgia. Persistent nerve pain. (B)(6) 2022 patient described nerve pain on the dorsum of the foot. The surgeon recommended aso and prescribed ketoprofen and gabapentin. (B)(6) 2022 patient denies trauma to cause new onset pain. The surgeon ordered emg, gabapentin 100mg and amitriptyline 10mg. (B)(6) 2022 patient reports she is trying to obtain tens from physical therapy, pt still on current meds. (B)(6) 2023: no change. Patient still on gabapentin."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "subject: (B)(6)¿ with adaptis¿ total ankle replacement follow-up (itar2). On (B)(6) 2021: post-op neuralgia. Persistent nerve pain. On (B)(6) 2022: patient described nerve pain on the dorsum of the foot. The surgeon recommended aso and prescribed ketoprofen and gabapentin. On (B)(6) 2022: patient denies trauma to cause new onset pain. The surgeon ordered emg, gabapentin 100mg and amitriptylin 10mg. On (B)(6) 2022: patient reports she is trying to obtain tens from physical therapy, pt still on current meds. On (B)(6) 2023: no change. Patient still on gabapentin."